Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a hal software error detected alarm and then the insulin pump was off all night. The customer's blood glucose was 170 mg/dl at the time of the incident. The customer reported that they received an auto mode readiness screen active insulin updating. The device will not be returned for analysis.